Event description:
The facility reported a pump in which channel a failed volume delivery. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.